Event description:
It was reported that the physician successfully completed arteriotomy closure using the perclose device after an unknown procedure. The pt had been having problems with right leg pain that was predominantly limited to the right thigh area, but occasionally with the right calf also. The pt had a pta of the right common femoral artery, however, because of the sclerotic nature of the lesion, there was an 80% fascicular stenosis, and the procedure was terminated. There is no additional info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.